Event description:
It was reported that the pt required a revision surgery due to pain and pseudo tumor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2012-01345.